Event description:
The customer reported to customer service that the power supply for her breast pump is frayed. No injuries were reported. She also indicated that she disposed of the power supply.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, on (B)(6) 2012, she indicated that though she did she sparking from the exposed wires at the strain relief, she did not see fire, smoking, melting, or a breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue, that she did wrap the corp around the transformer housing when storing the power supply, and that she disposed of the power supply. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.